Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) unknown biomet 3i screw for evaluation. Visual evaluation was performed. The implant's drive feature was covered with apparent cement type of material, making it impossible to identified the alleged fractured screw. DHR and complaint history review could not be performed since the lot/item number was not provided and unknown. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was excessive occlusal loading. Therefore, based on the available information, a device malfunction could not be verified. The implant's drive feature was covered with apparent cement type of material, making it impossible to identify the alleged fractured screw. The reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
Doctor reported fracture of through screw at tooth 46. Implant was removed and doctor placed another implant in the same surgery.

Manufacturer narrative:
Zimvie complaint number (B)(4). D1: brand name unknown / provided. D4: additional device information unknown / not provided. D4: unique identifier (UDI) number not available. D6: implant date unknown / not provided. G4: premarket identification unknown / not provided. H4: device manufacturer date unknown / not provided.